Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead dislodged which was able to be confirmed via fluoroscopy. The ra lead was explanted. The patient was in stable condition.